Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally entered 197 grams of carbohydrates into the pump when requesting a bolus instead of entering a blood glucose value of 197 mg/dl. The pump calculated and delivered a 10 unit bolus, and subsequently customer's blood glucose (bg) level dropped to 68 mg/dl. Customer consumed carbohydrates to address low bg levels, and customer's bg level stabilized.